Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient called in regarding an air detected in cassette alarm while in drain 3 of 4. The patient noted when they removed the cassette after the treatment they noticed fluid inside the cassette door. The patient's contact stated it appeared the fluid leak location was at the tubing connection of the cassette. The treatment was cancelled. During follow up the pd nurse stated the patient did not have any signs of infection, their effluent was clear and they were not prescribed any antibiotics. The cycler was replaced.

Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. No burrs or sharps in cassette area that may have punctured a cassette membrane. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The cycler programmed drain and fill volumes were within tolerances. The patient sensor calibration and the mushroom head check passed. A visual inspection of the returned cycler interior showed sign of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.